Event description:
Event description cpi received information that this implantable pulse generator (ipg) is exhibiting intermittent loss of ventricular capture and possible intermittant loss of atrial sensing.